Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken connector port, the output connector assembly was broken. Analysis further noted that the display wire was pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the left connector port of the external pulse generator had a broken seal and would not lock in the lead cable. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event.